Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely depressed platelet (plt) results on fingerstick samples from the same patient processed on the cell-dyn emerald. The patient generated cell-dyn plt results of 3, 4, 5, 2 10 e3/ul. The patient was sent to another lab with plt of 157 (no unit of measurement). Additionally in (B)(6) 2017 the patient had plt of 314 (no unit of measure was provided). The patient has a diagnosis of itp. No impact to patient management was reported.

Manufacturer narrative:
The customer provided the instrument print out for the cell-dyn emerald analyzer and the results were as follows: a patient sample was run on (B)(6) 2018 at 3:44:01pm sequence ID (B)(6) shown the following flags: "s" are on the differential results, suppressed mpv with "*" next to result, plt result was flagged "l" and text flagged "l3" on the print out. The investigation included review of submitted information and data, product historical data, and labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. The patient results with the analysis of the event history gives the following information as per the recommendations mentioned in the operators manual of emerald instrument: the report of sequence ID (B)(6) showed a dispersonial data alert (----), as well as a count invalidation flag (*) in front of the mpv result; the plt (platelet) count was flagged as a low event count. The system software has defined any platelet count of <10.0 k/ul to be flagged as a low event count; mpv (mean platelet volume) is not displayed or printed for plt results that are flagged as low event counts, which is what occurred with this patient result; in cases where a cellular abnormality is present that alters cellular morphology to the extent that the cells do not fit the criteria used by the instrument to generate a flag, dispersonial data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result. That is what the cell-dyn emerald has demonstrated in the report of sequence ID (B)(6); a flag of "l" in front of a low platelet count shows the result is below the low panic limits. The panic limits can be defined by the operator. The operator's manual recommends for the l flag to "follow your laboratory's review criteria, which may include review of a stained smear to verify the result and to check for the presence of any additional abnormality;" a flag of "l3" is generated as a wbc flag for the differential and could indicate the presence of eosinophils or myelocytes in the blood. The differential results were annotated with the suspect measured flag, "s." Although this flag is meant to address the differential, it can be caused by clots or agglutination in the blood. The operator's manual recommends: "check the specimen for clots or agglutination. Follow your laboratory's review criteria or review a stained smear to confirm the differential results. Redraw and retest the specimen as required;" an mpv result is not provided as the platelet count is too low. The system will not generate mpv when the platelet count is below limits; the results from the emerald sequence ID (B)(6) are not unexpected for a patient that has been diagnosed with idiopathic thrombocytopenic purpura (itp). The field service representative replaced syringe motor holder and replaced the drain line. Precision, calibration and controls were performed and all runs recovered within requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on available information and customer submitted data, the cell-dyn emerald was performing as designed; therefore, a product deficiency was not identified for the cell-dyn emerald analyzer and syringe motor.